Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID addrl1, implanted: (B)(6) 2008; product ID 5071, implanted: (B)(6) 2005.(B)(4).

Event description:
It was reported that the patient felt discomfort with atrial pacing. The atrial lead was found to have no capture, no sensing, high impedance with a possible fracture. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.